Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a defective item on an unknown date. The item could no longer be rotated. There was no patient involvement; issue was noted pre-operatively.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information provided: "customer reported: defect item. The item can no longer be rotated. No patient involvement". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the overall attune mes sizing/rot gde surface had signs of usage, and the stylus component was returned disassembled. Additionally, the white ink backfilled into the debossed markings were found worn off and missing. The previous investigations found the ink appearing to have been removed as a result of autoclave cycling due to multiple uses. Since the ink is backfilled into debossed marking, even if the ink is removed, the number markings remain, and are usable for the surgeon, though with a lower contrast. As there is no patient effect, and since a design solution has been developed, no additional action is identified, and the post market surveillance procedure should be used to log and trend any future complaints. Medtech orthopaedics considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed for the attune mes sizing/rot gde, using the returned stylus as the mating device. Functional test revealed the red knob could rotate and hold the mating component as intended. No functional damage was identified on the device surface. Therefore, the reported allegation could not be confirmed. A certificate of compliance was reviewed for the finished device abb58113 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the attune mes sizing/rot gde would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ; 1) quantity manufactured: (B)(4), 2) date of manufacture: 30-ago-2013, 3) any anomalies or deviations identified in DHR: no, 4) expiry date: n/a, 5) IFU reference: IFU-0902-00-836. Device history review : a certificate of compliance was reviewed for the finished device abb58113 lot number, and no non-conformances nor manufacturing irregularities were identified. H11 additional narrative: corrected: d4 (UDI), h3 and h4.